Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius user facility biomedical technical reported a jug of naturalyte liquid acid concentrate was resulting in low conductivity results on an unspecified hemodialysis (hd) machine. It was not reported if the event occurred during treatment. The reported jug was taken out of service. The sample was reportedly available to be returned to the manufacturer. Multiple attempts were made to acquire additional information, however, a response was not received. It is unknown if these events resulted in any adverse event or required medical intervention. No further details were provided.

Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 17 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2161 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac058 met release specifications. As of 04/01/2021 no samples were returned. Samples are not needed to confirm the allegation. A sample retain of the reported lot was tested and found to be within specifications. There were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac058 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac058 release testing was found to be compromised due to the deficient test method. The total number of complaints on this lot exceeded the threshold to require a corrective action preventative action (CAPA), however, a non-conformance and CAPA were already opened for allegations of conductivity issues. Based on the investigation performed, cause was traced to manufacturing.

Event description:
A fresenius user facility biomedical technical reported a jug of naturalyte liquid acid concentrate was resulting in low conductivity results on an unspecified hemodialysis (hd) machine. It was not reported if the event occurred during treatment. The reported jug was taken out of service. The sample was reportedly available to be returned to the manufacturer. Multiple attempts were made to acquire additional information, however, a response was not received. It is unknown if these events resulted in any adverse event or required medical intervention. No further details were provided.